Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, flow rate error display was noted. In addition, a light-emitting diode failure was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that an abnormal flow rate display occurred with the high flow insufflation unit. During a standard service inspection of the customer returned device, flow rate display error was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the results of the legal manufacturer's investigation, the cause of the indicated phenomenon was caused by the failure of the front panel. The cause of the failure of the front panel could not be identified. No abnormality observed inside the device other than the indicated phenomenon. Olympus will continue to monitor field performance for this device.